Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was implanted transgastric to the pancreas treat a walled-of-necrosis (won) during a drainage procedure performed on (B)(6) 2021. On (B)(6) 2022, the patient experienced a stomachache, an ileus tube was placed and no migration was noted. On (B)(6) 2022, computed tomography (CT) scan was performed due to the patient's stomachache and stent migration into the small intestine was confirmed. In the physician's assessment, the migrated stent led to ileus. The patient's indication was resolved at the time of stent migration. On (B)(6) 2022, the migrated stent was removed surgically. In the physician's assessment, there was a relationship between the ileus and the axios stent. On (B)(6) 2022, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was implanted transgastric to the pancreas treat a walled-of-necrosis (won) during a drainage procedure performed on (B)(6) 2021. On (B)(6) 2022, the patient experienced a stomachache, an ileus tube was placed and no migration was noted. On (B)(6) 2022, computed tomography (CT) scan was performed due to the patient's stomachache and stent migration into the small intestine was confirmed. In the physician's assessment, the migrated stent led to ileus. The patient's indication was resolved at the time of stent migration. On (B)(6) 2022, the migrated stent was removed surgically. In the physician's assessment, there was a relationship between the ileus and the axios stent. On (B)(6) 2022, the patient was discharged from the hospital.